Event description:
It was reported that pump displayed cartridge change error, and customer expressed confusion about pump case and how to remove it. There was no adverse impact to the customer's blood glucose level. Technical support guided customer to remove cartridge and check sealing ring, which was found to be properly in place and undamaged, but customer became frustrated, requested another representative, stated intention to call back, and ended the call, and no additional information was received regarding the outcome of the event.